Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up, down, and ok buttons had a delayed response for a couple of months. The patient confirmed that there was no known damage to the keypad. The patient reportedly wore the pump attached to a belt and cleaned the pump with a wipe as needed. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and the rubber keypad was peeling at the up arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast keypad button was intermittently unresponsive and all the other buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.